Manufacturer narrative:
G5. Multiple 510(k): k111860, k130470 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the door would not stay up and would free fall. There was no report of impact to patient or user.

Manufacturer narrative:
A complaint of "faulty door lever" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. Door hinge was replaced to resolve the issue. Instrument was functioning without errors and released to the customer for regular operation. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ct0570, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed 1 previous complaint for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the door would not stay up and would free fall. There was no report of impact to patient or user.